Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015 during which the surgeon noted ¿the mesh was very scarred to the fascia and it was a very slow tedious dissection to peel the external oblique fascia away. The mesh was noted to extend out very far and there was a recurrence lateral to the cord.¿ it was reported the patient experienced severe pain, instability and weakness resulting in falls, fractures and surgeries, sexual side-effects, revision surgery, permanent nerve damage, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 12/28/2020. Additional narrative: it was reported that the patient experienced hernia recurrence, numbness and tingling following surgery. Corrected information: manufacturing site name.